Manufacturer narrative:
(B)(4). The field service representative (fsr) was dispatched to the user facility. The fsr was able to duplicate the problem and found out that the compressor will not turn on. The fsr noted there was a blown pico fuse on the printer circuit board (pcb). He installed compressor delay pcb and problem was resolved. The heater cooler met manufacturers specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity, the heater cooler (tcm ii) was not making ice prior to setting up for a case. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.